Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Occlusion, as noted in the xience v IFU, and product risk assessment matrix, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion has caused or contributed to patient injury previously. Device issue: no device malfunction has been reported. It was reported via trial that after predilatation prior to stenting, and after placement of the first xience v in the mid lad, an acute periprocedural occlusion of the first septal branch of the lad occurred, in absence of clinical consequences (no chest pain, no myocardial infarction). No additional event or patient information is available.